Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received a shock. A remote monitoring transmission indicated that the implantable cardioverter defibrillator (ICD) detected the rhythm as ventricular tachycardia; however, the reviewer thought it was supra ventricular tachycardia. There was some possible atrial undersensing on stored electrograms and chronically high capture thresholds noted on the right atrial (ra) lead. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.